Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Device evaluation: the customer's report was observed during initial testing; however, after disassembling the device to determine root cause, the report was no longer seen. The device was put through extensive testing without duplicating the report. The cpu board assembly was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during training by a zoll medical sales representative, the device displayed an "internal comm failure -1474" message. Complainant indicated that there was no patient involvement in the reported malfunction.